Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed. The stryker service technician visually confirmed the leg was bent. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the user facility, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the user facility the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.